Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
The site reported (on (B) (6) 2010) that they had a superdimension case about a month ago in which the pt developed a slight pneumothorax. It was reported that a chest tube was placed and the next day, the pt was released from the hospital. There was no allegation that the superdimension system caused the reported pneumothorax.